Event description:
It was reported that bd intima-ii had foreign matter on (B)(6) 2025, nurses in the internal medicine department were preparing to start their work. When they took out a closed intravenous cannula to check it before inserting it, they found white flakes on the needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review(lot#3353670): 1)the products of this batch were assembled at intima ii auto line 4 in jan 2024, and packaged at cfs package line in jan 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 1 photo but did not return actual sample. The photo show that there is foreign matters attached to the surface of the needle. 3. Check the retained samples of this batch, no similar foreign matter is found. 4. According to intima ii production process analysis, the foreign matters are the precipitate of 1502c lubricant - silicone. The cannulas of the intima ii products are lubricated with 1502c lubricant, forming a dense layer on the surface of the cannula for penetration.after the cannulas are lubricated, the excess silicone is removed by blowing. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photo show that there is foreign matters attached to the surface of the needle, but since no defective sample is received for relevant tests, so it is impossible to determine the composition and source of the foreign matters on the surface of the needle. The plant will continue to track and trend for this issue.

Event description:
No additional information available.